Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range right ventricular (rv) lead shock impedance measurements. The rv lead was tested and showed no noise or oversensing. Technical services (ts) was consulted about possible reasons for the exhibited issue, as well as possible solutions. The system was revised and setscrew issues were noted. This ICD system lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was exhibiting high out of range right ventricular (rv) lead shock impedance measurements. The rv lead was tested and showed no noise or oversensing. Technical services (ts) was consulted about possible reasons for the exhibited issue, as well as possible solutions. The system was revised and setscrew issues were noted. This ICD system lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned by the customer; therefore, no product analysis could be performed.